Event description:
The source literature reported a study to evaluate the long-term durability of sensing leads that have been repaired, and to compare these repaired leads to those replaced. The ability to repair these leads using a commercially available patch kit may reduce the morbidity, hospital stay, and cost of lead replacement. The patients were followed at three month intervals with an endpoint of new lead abnormalities necessitating repeat lead repair or replacement. The study followed 737 patients with implantable cardioverter defibrillator (ICD) devices between january 1995 and december 1999. During that time, a total of fifty-two insulation breaks in the sensing potion of the lead were found. These leads were replaced with a new transvenous rate sensing endocardial lead or repaired with an endocardial lead repair kit (guidant implantable repair kit, model 6946, guidant, st. Paul, mn, USA). Of the fifty-two lead insulation breaks, twenty-five were suspected clinically because of non-physiological noise prior to the surgical revision. Of those, ten were also confirmed visually at surgical intervention. The remaining twenty-seven lead insulation breaks were discovered incidentally at ICD generator replacement. Overall, twenty-five visually confirmed insulation breaks were repaired while ten were replaced. There were no complications in the lead repair group and one pneumothorax in the lead replacement group. In follow-up of 44 plus/minus 23 months, only four of the patients with lead repair had subsequent repeat lead insulation breaks as well as four repeat breaks in the replacement group. Lead breaks presented as non-physiological noise with aborted therapy in six individuals and non-physiological noise leads to shocks in two individuals. In conclusion, repair of the sensing portion of a lead in ICD systems was associated with a shortened hospitalization, reduced procedure time, and may ultimately be associated with fewer surgical complications when compared to replacement. Importantly, the durability of the repaired lead is not compromised compared to a new transvenous lead. Thus, repair of a sensing lead should be attempted if technically feasible.